Event description:
It was reported that the patient had an MRI done. A confirmed motor stall was noted in the "attention dialog box" after a pump refill was performed. They had planned to have the patient return to the clinic. The length of the motor stall was not reported. The medication being delivered via the device system was not reported. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).